Event description:
Per customer, unit was in basement not plugged in for charging & shut off. Unit started a fire in home.

Manufacturer narrative:
At the time of this report, we have been unable to inspect unit, per customer's insurance carrier. Customer advised unit is on his property, but exposed to the elements.